Event description:
A report was received that the patient will undergo a revision procedure for unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced and a new lead was implanted. No device malfunction was suspected. The patient was reportedly doing well postoperatively. The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient will undergo a revision procedure for unknown reason.

Manufacturer narrative:
Additional information was received that the patient will not undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient will undergo a revision procedure for unknown reason.

Event description:
A report was received that the patient will undergo a revision procedure for unknown reason.

Manufacturer narrative:
Additional information was received that the reason for revision procedure was due to lead migration as confirmed by x-ray. The ipg was replaced per physician¿s preference and the lead was just repositioned.